Event description:
It was reported that a physician performed a laryngology procedure within the patient throat / airway. Reportedly, there was a "fire that arose within the patients throat, the fiber was flaring". "The physician reverted to "unknown means" to strip the fiber". The patient was under anesthesia. Patient / procedural outcome: "no adverse event arose from the procedure". There was no report of patient injury. Requested additional information; no further information provided.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass tip distal end is fractured and partially missing, and exhibits devitrification and no signs of burning or melting; the outer cladding exhibits signs of melting approximately 3 mm from stripping location; the fiber was tested with hene laser fixture, aim beam is visible at the tip and the light spot created by the aim beam appears unacceptable per IFU requirements. Probable root cause: based on the device analysis, the probable root cause of the failure is undetermined.